Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined, but it is possible that factors/mechanisms mentioned above caused or contributed to the pvl with subsequent hemolysis/hemolytic anemia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Suspected hemolytic anemia after transcatheter aortic valve replacement (tavr) procedure was reported by the edwards' affiliate in japan. The patient underwent a trans-carotid (tc) tavr and received a 20 mm sapien 3 ultra resilia (s3ur) valve. It was unclear whether paravalvular leak (pvl) was present on transesophageal echocardiogram (tee) after thv implantation. Approximately one (1) month after tavr, the patient showed progression of anemia, elevated ldh levels, and the presence of fragmented red blood cells. Hemoglobin dropped from 10 to 6, and ldh rose from 200 to 1200. Despite treatment with beta-blockers, iron supplements, and epoetin alfa (genetical recombination), there was no significant response, and the patient continued treatment with biweekly transfusions. Approximately 2 months after tavr, moderate to severe pvl was observed along the calcified region between the right coronary cusp (rcc) and left coronary cusp (lcc). A jet was also noted wrapping around the commissure between the non-coronary cusp (ncc) and lcc, along the lower edge of the thv valve. Additionally, trivial to mild pvl was observed from the rcc-ncc commissure. A post-dilatation with nominal volume was performed. As a result of the bav, pvl was reduced. The pvl along the calcified region between rcc and lcc improved from moderate-severe to moderate. The pvl at the rcc-ncc commissure improved from trivial-mild to nearly none.